Manufacturer narrative:
Immucor technical support verbally communicated with the reporter on (B)(6) 2019 to document the user's information. On (B)(6) 2019, pi tested retention cap r ready extend lot dp108 in manual capture using antisera qualified for manual capture testing, anti-fya lot dl17866a. Controls performed as expected and all fya positive cells tested resulted positive as expected. Retention product performed as expected. There are no additional complaints of unexpected negative reactivity noted on cap r ready extend lot dp108. There are no deviations or oos investigations associated with cap r ready extend lot dp108. Our investigation did not identify a product deficiency. Retention product performed as expected (B)(4).

Event description:
On (B)(6) 2019, customer reported an unexpected negative result for anti-fya using capture r extend I on an echo v 2.0 with one patient sample.